Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) exhibited an insulation damage with low impedances and high pacing thresholds. The device was programmed to atrial pacing only until new atrial and ventricular leads can be implanted in the future. The patient is 14 weeks pregnant, and they do not want to implant until after delivery. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had insulation damage. This lead remains in service. No adverse patient effects were reported.